Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the bending tube was broken by applying excessive force to bending section. The following is included in the instructions for use (IFU): "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the bending section had a broken pin that was exposed through the rubber coating (a-rubber). Other observations for the device are: a-rubber has a leak; angulation is low; bending section has a dent; and image has only pin lines. The user¿s complaint of image and bad deflection was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned this device for evaluation and repair of cloudy image and bad deflection occurring during preparation for use. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the bending section had a broken pin that was exposed through the rubber coating. This medwatch is being submitted for the exposed broken pin in the bending section as observed during device evaluation.